Event description:
Patient was revised to address metallosis at the trunnion and pain.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. No additional information was obtained. Based on the inability to determine a root cause, the need for corrective action was not indicated. Review of the device history records and/or a complaint database search was not possible for the screw as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. No additional information was obtained. Based on the inability to determine a root cause, the need for corrective action was not indicated. Review of the device history records and/or a complaint database search was not possible for the screw as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear and elevated metal ions.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 7/29/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated corrosion and one screw that was unable to be removed. There was no mention of any metallosis. During the primary operation while inserting the stem a crack occured in the calcar. The crack was cabled. The complaint was updated on: 8/25/2015.